Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the doctor was introducting the guidewire, they detected that the beginning of the thread was frayed.

Manufacturer narrative:
(B)(4). One spring wire guide (swg) was returned for evaluation. The guide wire was kinked at a right angle 2cm from the bottom of the j-bend. The coil wire was slightly spread at 3 locations near the j-bend. The core wire was broken approximately 2cm from the distal tip. The ends of the core wire were flattened at the location of the separation. The break was near one of the slightly spread coils. The outer diameter of the swg measured 0.439mm, which is within specification. The length of the core wire measured approximately 45.8cm, which is also within specification. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire did not reveal any manufacturing related issues. The report that the swg frayed at the distal end during use was confirmed through examination of the returned sample. The swg was kinked at 2cm from the bottom of the j-bend and the core wire was broken 2cm from the distal tip. The coil wire was not unraveled. Based on the flattened condition of the core wire where it broke, the probable cause of this event is manufacturing related. Nonconformance request (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that when the doctor was introducting the guidewire, they detected that the beginning of the thread was frayed.